Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump was "2 minutes off". There was no reported impact to customer's blood glucose level. Customer adjusted the pump time to be accurate, and declined further assistance from tandem technical support.